Manufacturer narrative:
(B)(6). Occupation: sr. Consultant - product safety. The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was not delivering medication on day. The pump was running, there was no leak or alarm, but the patient had shortness of breath which resolved. The patient was directed by a registered nurse to restart remodulin at a lower dose and the patient worked her way back up to a dose of 37ng/kg/min. The patient was unsure if it was a pump or site issue and was afraid to use the pump. There were no batteries, so the pump most likely lost programming. The infusion was life sustaining and the patient was able to use a backup pump. There was no patient harm or injury.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. Testing was performed and found that the device was unable to delivery medication due to download software failure which resulted in no "start delivery" option in the setup option. Further investigation determined that a faulty microprocessor board is the root cause of the reported issue. Service will replace the microprocessor board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.